Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/27/2022, it was reported by a distributor via sems that (5) ar-1923bc bio-composite pushlock delaminated when attempted to implant. Surgeon attempted to implant in two different bone sockets, but the bio-composite pushlock kept breaking. This was discovered during a slap repair procedure on (B)(6) 2022.